Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited inappropriate telemetry measured data. The device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.